Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to adhesive failure after the pump fell out of the customer's pocket. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.